Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced post-dinner hypoglycemia while using the ilet, reaching a lowest blood glucose of 45 mg/dl after a dinner meal announcement, with the episode lasting less than an hour and without carbohydrate treatment or alerts. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included complaint intake, user counseling on potential causes of lows after meals, and direction to follow healthcare professional guidance regarding a factory reset. Investigation of this case revealed no device alerts or malfunctions reported and no component issue identified, with the cause of hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.